Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose ranges from 200 to 300 to 500 mg/dl. Customer¿s current blood glucose level was 348 mg/dl. Troubleshooting was provided. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error/insulin flow blocked alarms noted during testing.(B)(4).